Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 398 mg/dl at the time of the event. The customer's doctor requested that the insulin pump be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.